Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture at device interrogation during a routine device changeout. Under fluoroscopy, it was noted that the lead had dislodged. The patient had been lost to follow up, so the date of the dislodgement is unknown. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).